Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that the patient pressed the bell and said the floor was wet. After inspecting the floor at the side of the patent's bed and dosing infusion set, they found the filter was leaking. Dosing was immediately stopped and the doctor was informed. Then dosing resumed after the set was changed according to doctor's instruction. There was patient involvement but no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.